Manufacturer narrative:
Concomitant medical devices: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
An empty pump alarm was reported. The healthcare provider did not know of any patient symptoms as the patient was being followed by a home care agency. The reporter had mentioned that they were thrown into the middle of circumstances so had limited information and direction. Dosing considerations were reviewed and that the pump had likely been empty for at least 3 days. The reporter planned to follow-up with the managing healthcare provider. The reporter planned to refill the patient's pump the day of the report and likely add prialt. The pump was used to deliver hydromorphone and bupivacaine.